Manufacturer narrative:
Concomitant medical products: m7700-33mhk valve, implant date: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. High chronic thresholds were also noted on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.